Event description:
After almost a month of implantation, this ICD was explanted because of an infection.

Manufacturer narrative:
Since the device was not returned, the product history and sterilization records were reviewed. The records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures. Moreover, it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, and this has already been described in the literature.